Event description:
Air entrainment through a luer activated valve reported. During surgery for a coronary artery bypass graft or heart valve repair, the surgeon inserted a subclavian line for intravenous access during and after the procedure. The cap of the valve was removed and the valve was accessed. With high rate intravenous fluid flow, air was noted in the tubing. This was noticed when the surgeon was looking into the heart and noted air infusing through the cordis. The pt was cross-clamped and on bypass at this time, so the air was removed from the bypass system. States no harm to pt and the pt "didn't absorb that much air as the pt was already on bypass, so no air could get to the coronary sinuses or the brain.